Event description:
It was reported that the patient had two inappropriate shocks due to oversensing. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that shocks were delivered due to oversensing of slow ventricular tachycardia (vt). Based on latitude nxt, this device was interrogated post-shock, and no setting changes were made. It was reported that the patient had two inappropriate shocks due to oversensing. There were no additional adverse patient effects. The system remains implanted.